Event description:
It was reported that the device manufacturer representative had thought they were at the hospital for a pump replacement however an explant was done of the system for a possible infection. Cultures were taken at the time of the explant from the pump pocket site. Per the health care provider (hcp), the ¿pocket looked clean,¿ no drainage was noted. The patient had felt pain and tenderness at the pump site. There were no alleged product issues. The pump connector/proximal catheter revision segment and pump were fully explanted while only a portion of the 8709sc catheter was explanted. It was noted a portion of the 8709 remained in the intrathecal space. The explanted catheter portions were discarded and would therefore not be returned. It was noted the pump was to be returned. The device system was not yet replaced but would be in the future. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury.¿ the device system was used to deliver dilaudid. It was later reported that there was no patient injury and that following removal the patient¿s status was recovered without sequela. The pump was returned for disposal only. It was later reported that cultures were taken in the pump pocket only; the device manufacturer representative didn¿t know the results of the cultures. The representative had no knowledge of the patient¿s status, he was fine immediately post operation.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # n179015004, implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the results from the culture were staphylococcus epidermidis isolated form broth only. The culture location was the device pocket. The patient's outcome concluded that the infection resolved.